Event description:
Rn took down vidaza chemo. Flushed hickman catheter, and drew back for blood return. Hickman line bulged and rn heard a pop sound. Then fluid from the defective hickman line splashed into the rn's eye area and mouth area. Rn flushed eye and washed face, and notified charge nurse. Rn went to the ec, and plans to go to employee health. She is fine today, no redness, irritation or loss of sight as a result of this event. Unable to determine the cause of failure. Recorded product code and lot # of the hickman catheter for track and trend. Product code: 0600600 lot #: husg0975.